Manufacturer narrative:
No product or photo was returned by the customer. The customer complaint of "syringe tubing will not prime medication" could not be verified due to the product not being returned for failure investigation. A device history record review for material # me2020 and lot # 24089165 was performed. The search showed that a total of (B)(4) units in 1 lot number was built on 08aug2024. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined.

Event description:
It was reported that bd maxguard extension set was occluded the following information was received by the initial reporter with the following verbatim. It was reported by customer that syringe tubing will not prime medication.

Manufacturer narrative:
One sample was returned for investigation. The set was examined for defects and abnormalities. No defects or abnormalities were observed. The set was attached to a 10 ml bd syringe filled with water. The set was unable to be flushed. Further visual inspection under the microscope showed excess solvent near the female male luer. The customer complaint was verified and a quality notification was sent to the manufacturer. From the manufacturer's investigation, the potential root cause of occlusion between tubing and female luer could be related to excess of solvent due to issues with the pin used in the solvent dispenser. Failure mode was addressed and completed on january 06th, 2025 where the sws me2020 was updated to specify to use medica solvent dispenser with 1.4mm pin to assure the correct consistency of solvent and proper assembly. A device history record review for material# me2020 and lot# 24089165 was performed. The search showed that a total of(B)(4) units in 1 lot number was built on 08aug2024 .there were no quality notifications issued for the failure mode reported by the customer during the production build of this set.